Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that rv noise was observed due to suspected lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
The reported event of noise was confirmed while fracture was not confirmed. As received, a complete lead was returned in one piece. Analysis found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.